Event description:
This ra lead was implanted on (B)(6) 2005 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that while looking at trending atrial pacing on (B)(6), caller noted noise and fluctuating pace impedance on the ra lead. Caller reported that patient was in operating room on time of call. When ra was hooked up to the programmer, everything was stable in diagnostics and the ra channel was very clean. When physician taps ra lead on can, there was a bunch of noise noted in the ra channel. All connections are down and no damage on header. The physician was dr. (B)(6). No other information is available. Additional information received on november 8 2013 states that this ra lead was capped on (B)(6) 2013 due to oversensing. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).